Manufacturer narrative:
Additional suspect medical device component(s) involved in the event: model #: sc-2218-50 serial #: (B)(4) description: linear st lead, 50cm model #: sc-4316 lot #: 15650808 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient will not proceed with the explant procedure. No further course of action.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.